Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® conformable aaa endoprostheses. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025, determined the maximum diameter of the abdominal aorta measured 54 mm, with a maximum proximal landing zone diameter of 24 mm. The patient tolerated the procedure with good technical success and was discharged to (home- self-care) on (B)(6) 2025. On (B)(6) 2025, the patient underwent follow-up computed tomography angiography (cta). Review by gore imaging services (gis) reports device compression of the contralateral limb for the left common iliac artery is compressed approximately in the middle of the device near the aortic bifurcation. Review of the cta by the site reports no endoleak with a device integrity issue (left iliac limb with mild compression without flow limiting stenosis). The maximum diameter of the abdominal aorta measures 53 mm. The site additionally reports all devices are reported to be patent. There are no scheduled procedures planned for the patient at this time; the event is ongoing.